Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the metal clip on the shoulder bag strap snapped and the shoulder bag fell, pulling on the ventricular assist device (vad) driveline exit site. The shoulder bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed a damaged snap hook. As a result, the reported event was confirmed. The most likely root cause of the damaged snap hook can be attributed to wear and/or to handling of the pack. If information is provided in the future, a supplemental report will be issued.